Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed and totally occluded de novo lesion was located in a severely calcified and severly tortuous distal right coronary artery which contained a significant bend. The lesion was pre-dilated with a 1.3x10mm non bsc balloon which reduced the stenosis to approx 99%. A 2.5x12mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. When the device was removed from the pt, stent damage was noted. The procedure was completed with another 2.5x12mm taxus liberte' stent. The stent was post-dilated to 20 atms using the delivery system balloon. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B) (4).